Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen remained black despite the system being powered on. A field service engineer opened the back panel, disconnected the pyxibus cable from the half height cubie drawer 2, and then turned the power switch on, successfully powering up the device. After shutting down the system, the engineer identified drawer 2.2 as the source of the failure. The fse replaced the drawer board and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a screen was black and station completely down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.